Event description:
The following was reported by a technician at the user facility: when taking down the dialyzer after treatment the technician noticed a blood leak around the threads of venous end cap. The estimated blood loss was reported as 10 cc's. There was no patient injury or medical intervention as a result, thus the MDR will be filed to document the event as a malfunction.

Manufacturer narrative:
Based on the sample evaluation, the complaint is confirmed. During visual and functional evaluation of the header cap, a thin piece of debris was identified under the o-ring and polyurethane cut surface. The potential cause of this occurring could be the removal of the two-part potting cap prior to cutting process. This event will continue to be monitored.